Event description:
The reporter stated that the surgeon attempted to insert a cc4204bf single piece collamer lens and the foam tip plunger overrode the lens. No pt contact or injury. The cause of the plunger overriding the lens was due to a loading error.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that there was no visible damage. Clear surgical residue/debris on the product. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval.